Manufacturer narrative:
Reliability analysis evaluated one opened/used enlite sensor. Inspected and performed testing and the sensor failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Checked lab transmitter for proper use and operation, and the transmitter passed per specifications. Also, found the cannula bent. Unable to confirm the the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly and bent sensor cannula. Customer advised that the green light did not blink when connected to the sensor. Troubleshooting for the lost sensor was performed. Customer advised the sensor is bent and split. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.